Event description:
It was reported that the blade broke at the locking mechanism during a tibial osteotomy. The broken pieces did not fall into the surgical site. There was no patent injury reported. The procedure was completed without issue.

Manufacturer narrative:
Device not returned as yet for evaluation.